Event description:
It was reported that the device would not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control recommended replacement of the interface pcb assembly; however this was declined by the customer. The customer confirmed they did not want the device returned to them. Physio further evaluated the device at the failure analysis center and determined that the cause of the failure was due to a shorted capacitor, designator c14, on the interface pcb assembly.